Event description:
It was reported that the asymptomatic patient presented after receiving a patient notifier. Oversensing occurred after a pvc which was sensed late due to timing of the atrial paced event. Programming changes were made. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.